Event description:
The customer reported that when she removed the pod, she noticed that the cannula never fired.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.